Manufacturer narrative:
Coaguchek xs plus serial number is unknown. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs plus meter, serial number unknown compared to a patient's coaguchek vantus meter serial number (B)(6). At 12:30 pm the coaguchek xs professional meter result was 2.6 inr. At 4:04 pm the coaguchek vantus meter result was 1.6 inr. The patient was using strip lot 77503323 with expiration 31-oct-2025. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a weekly basis.

Manufacturer narrative:
The serial number of the coaguchek xs meter is (B)(6). The customer's meter and test strips were provided for investigation and were tested using retention controls. Testing results qc range level 1 = 1.0 - 1.4 inr: result: 1.3 inr. Qc range level 2 = 2.5 - 3.7 inr: result: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot; no error messages were received. The investigation did not identify a product problem. Medwatch fields d9 and h11 (meter's serial number) have been updated.